Event description:
The reporter obtained a 634 mg/dl and 118 mg/dl blood glucose comparison on the accu-chek advantage system. The test results were obtained within 10 minutes. No action was taken based on the results. No adverse event reported. New system sent and return requested.